Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia beginning a few hours after changing infusion supplies, with blood glucose reported over 400 mg/dl and out of range for about 24 hours; the user confirmed insulin drops at the end of the tubing and was advised to replace the infusion set and move to a new site, with plans to change all supplies when able. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention. Investigation included troubleshooting and user education regarding infusion site change and supply replacement. Investigation of this case revealed an unclear cause of hyperglycemia despite confirmation of flow through the tubing and no device alarms beyond high glucose alerts. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.